Event description:
Upon receipt of product at hospital, one neuron 053 was found to be damaged.

Manufacturer narrative:
Technical evaluation: upon return of the damaged unit, it was noted that the outer box was badly damaged. The sterile barrier had not been breached, but a kink was noted 50 cm from the hub. Conclusion code: the kink could be caused by the damaged box. The DHR for this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-04/a (lot # l12230) and sub-assembly pn0918-04/a (lot# l12010). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12230) indicated that 100% inspection of the devices resulted in (B)(4) rejects. (B)(4). The DHR review of sub-assembly pn0918-04/a lot# l12010) indicated that 100% inspection of the devices resulted in (B)(4) rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.